Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop pump was alarming and a patient came in to report the alarm. A new pump was initiated but still alarmed. A new cassette was placed on pump and not alarm occurred. This is isolated to cassette and not a pump issue the distributor reported.